Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: "04/21/2025: evaluation tech: (B)(6). Er3 motor, pump worn. G123 - poor air pressure regulation, low water flow due to debris buildup in isolation valve, debris buildup in the water filter. Cracked l connector. G124 - no issues found. Unit is functioning properly. Recommend checking all inserts being used are not worn, corroded, damaged and /or clogged. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Handpiece#: 202405. Handpiece cable#: 04240.

Event description:
While using a cavitron select sps w/reservoir g123, they allege that no water is going through and the handpiece gets hot, no injury resulted.